Manufacturer narrative:
The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that this was a closure of a mildly calcified left common femoral artery using a proglide device after a percutaneous transluminal angioplasty (pta) interventional procedure using an 8f sheath. Reportedly, the needle plunger could not be pressed down completely and when the plunger was removed and the suture was being cut, the suture came out with the device. Another proglide device was used; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d4 lot no. Was changed from "unknown" to "1091641".; expiration date added. H4: device manufacture date added. H10: addtl mfg narrative.